Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy in left tube/ pregnancy (ectopic)"), fallopian tube perforation ("perforation fallopian tube"), device dislocation ("right side coils unraveled leaving 13 coils visible") and uterine haemorrhage ("abnormal uterine bleeding") in a 22-year-old female patient who had essure (batch no. 309938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device physical property issue "right side coils unraveled". Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 10 months 9 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and complication of device insertion ("surgery (other) type of surgery: insertion injury"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (operative laparoscopy with left salpingectomy and fulguration of right tube/tubal ligation). At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, device dislocation, uterine haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, pelvic pain and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent operative laparoscopy with left salpingectomy and fulguration of right tube, where left tube was removed and right tube was cauterized due to complications from the essure device. Patient had right tubal ligation. Insertion :the device in the left tube and deployed with four coil.the coils unraveled, leaving 13 coils in the endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive patient had right side coils unraveled leaving 13 coils visible. Most recent follow-up information incorporated above includes: on 21-jun-2018: reporters information updated. Event: perforation fallopian tube was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), ectopic pregnancy with contraceptive device ("ectopic pregnancy in left tube/ pregnancy (ectopic)"), fallopian tube perforation ("perforation fallopian tube"), device expulsion ("right side coils unraveled leaving 13 coils visible/ malposition of essure device- location of device : uterus") and uterine haemorrhage ("abnormal uterine bleeding") in a 21-year-old female patient who had essure (batch no. 309938-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not undergone essure confirmation test.", device ineffective "device ineffective" and device physical property issue "right side coils unraveled". The patient's medical history included chlamydial infection, trichomoniasis, cesarean section, multigravida and parity 3. Concurrent conditions included amenorrhea. Concomitant products included acetylsalicylic acid;caffeine;paracetamol;salicylamide (excedrin) since (B)(6) 2011, ibuprofen since (B)(6) 2011 and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and complication of device insertion ("surgery (other) type of surgery: insertion injury"). The patient was treated with surgery (operative laparoscopy with left salpingectomy and fulguration of right tube and operative laparoscopy with left salpingectomy and fulguration of right tube/tubal ligation). At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, fallopian tube perforation, device expulsion, uterine haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, pelvic pain, complication of device insertion, depression, anxiety and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, device breakage, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent operative laparoscopy with left salpingectomy and fulguration of right tube, where left tube was removed and right tube was cauterized due to complications from the essure device. Patient had right tubal ligation. Insertion :the device in the left tube and deployed with four coil. The coils unraveled, leaving 13 coils in the endometrium, she is planning for essure removal. Patient had right side coils unraveled leaving 13 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2015: results: positive. Ultrasound scan vagina - on (B)(6) 2015: trans abdominal and transvaginal exam. Endometrial stripe measures 9 millimeters. No iup or adnexal mass demonstrated at this time. Echogenic foci towards the cornua of the uterus compatible with patient's history of fallopian tube embolization coiling. The right ovary measures 2.8 x 2.1 by 2.9 centimeters. The left ovary measures 3.5 x 2.2 by 2.4 centimeters. There is gross vascular flow to the ovaries. There is a structure along the margin of the lower uterine body possibly representing a fibroid measuring 2.1 x 2.2 1.9 centimeters. The uterus measures 8.4 x 5.5 by 6.0 centimeters. Endometrial stripe not well visualized. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : new events, " device breakage, abdominal pain" were added. Concomitant medications were added. Medical history was added. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), ectopic pregnancy with contraceptive device ('ectopic pregnancy in left tube/ pregnancy (ectopic)'), fallopian tube perforation ('perforation fallopian tube') and device expulsion ('right side coils unraveled leaving 13 coils visible/ malposition of essure device- location of device: uterus') in a 21-year-old female patient who had essure (batch no. 309938-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not undergone essure confirmation test." Device ineffective "device ineffective" and device physical property issue "right side coils unraveled". The patient's medical history included chlamydial infection, trichomoniasis, cesarean section, multigravida and parity 3. Concurrent conditions included amenorrhea and asthma. Concomitant products included caffeine;paracetamol (excedrin) since (B)(6) 2011, ibuprofen since (B)(6) 2011, medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea(cramping)"), complication of device insertion ("surgery (other) type of surgery: insertion injury"), post procedural complication ("post removal complications") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (operative laparoscopy with left salpingectomy and fulguration of right tube and operative laparoscopy with left salpingectomy and fulguration of right tube/tubal ligation). At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, fallopian tube perforation, device expulsion, uterine haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, complication of device insertion, depression, anxiety, abdominal pain and post procedural complication outcome was unknown and the pelvic pain and metrorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, device breakage, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent operative laparoscopy with left salpingectomy and fulguration of right tube, where left tube was removed and right tube was cauterized due to complications from the essure device. Patient had right tubal ligation. Insertion: the device in the left tube and deployed with four coil. The coils unraveled, leaving 13 coils in the endometrium, she is planning for essure removal. Patient had right side coils unraveled leaving 13 coils visible. She received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2015: results: positive. Ultrasound scan vagina - on (B)(6) 2015: trans abdominal and transvaginal exam. Endometrial stripe measures 9 millimeters. No iup or adnexal mass demonstrated at this time. Echogenic foci towards the cornua of the uterus compatible with patient's history of fallopian tube embolization coiling. The right ovary measures 2.8 x 2.1 by 2.9 centimeters. The left ovary measures 3.5 x 2.2 by 2.4 centimeters. There is gross vascular flow to the ovaries. There is a structure along the margin of the lower uterine body possibly representing a fibroid measuring 2.1 x 2.2 1.9 centimeters. The uterus measures 8.4 x 5.5 by 6.0 centimeters. Endometrial stripe not well visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy in left tube/ pregnancy (ectopic)"), device dislocation ("right side coils unraveled leaving 13 coils visible") and uterine haemorrhage ("abnormal uterine bleeding") in a 22-year-old female patient who had essure (batch no. 309938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device physical property issue "right side coils unraveled." Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 10 months 9 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and complication of device insertion ("surgery (other) type of surgery: insertion injury"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (operative laparoscopy with left salpingectomy and fulguration of right tube/tubal ligation). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, uterine haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, pelvic pain and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent operative laparoscopy with left salpingectomy and fulguration of right tube, where left tube was removed and right tube was cauterized due to complications from the essure device. Patient had right tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive patient had right side coils unraveled leaving 13 coils visible. Most recent follow-up information incorporated above includes: on 16-may-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: vaginal hemorrhage, menorrhagia, dysmenorrhea(cramping), surgery (other) type of surgery: insertion injury. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy in left tube/ pregnancy (ectopic)"), fallopian tube perforation ("perforation fallopian tube"), device dislocation ("right side coils unraveled leaving 13 coils visible") and uterine haemorrhage ("abnormal uterine bleeding") in a 25-year-old female patient who had essure (batch no. 309938-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right side coils unraveled", device monitoring procedure not performed "she had not undergone essure confirmation test." And device ineffective "device ineffective". Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, 10 months 10 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and complication of device insertion ("surgery (other) type of surgery: insertion injury"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (operative laparoscopy with left salpingectomy and fulguration of right tube/tubal ligation), surgery (operative laparoscopy with left salpingectomy and fulguration of right tube) and surgery (operative laparoscopy with left salpingectomy and fulguration of right tube). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, device dislocation, uterine haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, pelvic pain, complication of device insertion, depression and anxiety outcome was unknown. The reporter considered anxiety, complication of device insertion, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent operative laparoscopy with left salpingectomy and fulguration of right tube, where left tube was removed and right tube was cauterized due to complications from the essure device. Patient had right tubal ligation. Insertion :the device in the left tube and deployed with four coil. The coils unraveled, leaving 13 coils in the endometrium, she is planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive patient had right side coils unraveled leaving 13 coils visible. Most recent follow-up information incorporated above includes: on 28-aug-2018: plaintiff fact sheet received. New events depression, mental anguish and had not undergone essure confirmation test were added. Event onset date added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), ectopic pregnancy with contraceptive device ('ectopic pregnancy in left tube/ pregnancy (ectopic)'), fallopian tube perforation ('perforation fallopian tube') and device expulsion ('right side coils unraveled leaving 13 coils visible/ malposition of essure device- location of device : uterus') in a 21-year-old female patient who had essure (batch no. 309938-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not undergone essure confirmation test.", device ineffective "device ineffective" and device physical property issue "right side coils unraveled". The patient's medical history included chlamydial infection, trichomoniasis, cesarean section, multigravida and parity 3. Concurrent conditions included amenorrhea and asthma. Concomitant products included caffeine;paracetamol (excedrin) since (B)(6) 2011, ibuprofen since (B)(6) 2011, medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("mental anguish") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea(cramping)"), complication of device insertion ("surgery (other) type of surgery: insertion injury"), post procedural complication ("post removal complications") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (operative laparoscopy with left salpingectomy and fulguration of right tube and operative laparoscopy with left salpingectomy and fulguration of right tube/tubal ligation). At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, fallopian tube perforation, device expulsion, uterine haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, complication of device insertion, depression, anxiety, abdominal pain and post procedural complication outcome was unknown and the pelvic pain and metrorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, device breakage, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent operative laparoscopy with left salpingectomy and fulguration of right tube, where left tube was removed and right tube was cauterized due to complications from the essure device. Patient had right tubal ligation. Insertion :the device in the left tube and deployed with four coil. The coils unraveled, leaving 13 coils in the endometrium, she is planning for essure removal. Patient had right side coils unraveled leaving 13 coils visible. She received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2015: results: positive. Ultrasound scan vagina - on (B)(6) 2015: trans abdominal and transvaginal exam. Endometrial stripe measures 9 millimeters. No iup or adnexal mass demonstrated at this time. Echogenic foci towards the cornua of the uterus compatible with patient's history of fallopian tube embolization coiling. The right ovary measures 2.8 x 2.1 by 2.9 centimeters. The left ovary measures 3.5 x 2.2 by 2.4 centimeters. There is gross vascular flow to the ovaries. There is a structure along the margin of the lower uterine body possibly representing a fibroid measuring 2.1 x 2.2 1.9 centimeters. The uterus measures 8.4 x 5.5 by 6.0 centimeters. Endometrial stripe not well visualized.. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: new events added- metrorrhagia and post procedural complication. Event outcome of pelvic pain was updated as recovered/resolved. On 9-jan-2020: no new clinical information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy in left tube/ pregnancy (ectopic)"), fallopian tube perforation ("perforation fallopian tube"), device dislocation ("right side coils unraveled leaving 13 coils visible") and uterine haemorrhage ("abnormal uterine bleeding") in a 22-year-old female patient who had essure (batch no. 309938-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device physical property issue "right side coils unraveled". Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 10 months 9 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and complication of device insertion ("surgery (other) type of surgery: insertion injury"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (operative laparoscopy with left salpingectomy and fulguration of right tube/tubal ligation), surgery (operative laparoscopy with left salpingectomy and fulguration of right tube) and surgery (operative laparoscopy with left salpingectomy and fulguration of right tube). At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, device dislocation, uterine haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, pelvic pain and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent operative laparoscopy with left salpingectomy and fulguration of right tube, where left tube was removed and right tube was cauterized due to complications from the essure device. Patient had right tubal ligation. Insertion :the device in the left tube and deployed with four coil. The coils unraveled, leaving 13 coils in the endometrium, diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive patient had right side coils unraveled leaving 13 coils visible. Most recent follow-up information incorporated above includes: on 17-aug-2018: update of information (batch is invalid). Incident . No valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy in left tube"), device dislocation ("right side coils unraveled leaving 13 coils visible") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective" and device physical property issue "right side coils unraveled". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (operative laparoscopy with left salpingectomy and fulguration of right tube). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation and uterine haemorrhage outcome was unknown. The reporter considered device dislocation, ectopic pregnancy with contraceptive device and uterine haemorrhage to be related to essure. The reporter commented: patient underwent operative laparoscopy with left salpingectomy and fulguration of right tube, where left tube was removed and right tube was cauterized due to complications from the essure device. Patient had right tubal ligation. Diagnostic results: patient had right side coils unraveled leaving 13 coils visible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.